Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's screen was heavily scratched. The customer stated the scratches on the screen made it hard to read the numbers on it. The customer was unsure how the damage had occurred on their insulin pump. Customer stated the insulin pump was functioning properly. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump was received with minor scratches on lcd window.